Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. At one time a cartridge change was performed resolving the issue. A different time pump supplies were changed to address the issue. There was no adverse impact to customer¿s blood glucose level.